Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter displayed inaccurately erratic blood glucose results. The complaint was classified based on the customer care agent (cca) documentation. The patient alleged that the product issue began at 2 pm on (B)(6) 2021. The patient claimed that he received blood glucose readings of ¿67 mg/dl¿ and ¿190 mg/dl¿ with the subject meter in less than 10 minutes. The patient manages his diabetes with insulin (type unspecified ¿ 25 mg) and stated that he did not make any changes to his diet or medication in response to the alleged issue. Immediately after the alleged issue occurred at 2 pm, the patient developed symptoms of feeling ¿sweaty and shakiness¿. The patient informed that he treated himself with two 4 g ¿relion¿ glucose tablets. The patient denied using any other device to test his blood glucose. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.